Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string pulled out of the tampon. She was able to manually remove the tampon. She experienced some pain with removal, but the pain resolved and she did not seek medical attention.